Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the internal syringe of the abs-10011, acp kit series I failed to properly separate the layers of prp with the rbc. When the prp was being pulled it wasn¿t being moved to the inner syringe. Additional information has been requested. Additional information received on 03/24/2020: the procedure being performed was an in-clinic prp bilateral injection in the knee. The rep reported blood did leak outside of the abs-10011, and went onto the nurses shoes who was separating the blood layers. The gloves were discarded and shoes were cleaned with an alcohol based solution. A second abs-10011 (lot: 920695773) was used to complete the procedure. The complaint device was discarded. The sales rep reported there was no adverse event involved.